Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastric varices ligation procedure performed on (B)(6) 2024. During the procedure, "the device was not fully inflated, and no band was deployed." The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the returned ligator housing with six bands still attached to it, the teeth were found bent and the handle has evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the returned ligator housing had six bands still attached to it. The failure to deploy the bands could have been due to the technique used by the physician or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The damage to the ligator teeth implies that the device might have been used with too much force or could be attributed to the way the physician was entering the device through the patient. It's most likely that once the bands were tried to be released from the suture, the bent ligator teeth affected the band deployment. Therefore, the most probable root cause of this event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastric varices ligation procedure performed on (B)(6) 2024. During the procedure, "the device was not fully inflated, and no band was deployed." The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.